Manufacturer narrative:
B4:(B)(6) 2021. The customer could not confirmed the reported issue. The customer ran the unit for a day and half and returned to respiratory therapist.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer reported the touch screen will not calibrate. The device was not in clinical use. No patient or user harm was reported. The customer, during calibration, was unable to touch the top left x accurately to properly calibrate touchscreen. The remote service engineer (rse) recommended a touchscreen replacement. The investigation is ongoing.